Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation of the pulse generator, the device parameters were not displayed on the print-outs.